Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that the membrane on the pressure sensor of the tube cassette came off and caused the irrigation water to leak. It was further reported that the tube cassette could not be disconnected due to a failure of the locking system.